Manufacturer narrative:
Other, other text: b5: additional information received by smiths on 29-jun-2021 via email: reported to have failed during testing and no patient involvement was reported. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not duplicated. Pump's pressure switch test was performed. The result was found to be within the pump's manufacturing specifications. Multiple high alarm displayed: cassette not attached properly alarm messages were found in the pump's event history logs. Downstream occlusion sensor was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the voltage for the downstream occlusion sensor rested at 3mv. It is unknown if there was a patient, or clinician injury associated with this occurrence.